Event description:
It was reported that the patient experienced angina and in-stent restenosis occurred. The patient presented with recurrent angina. It was noted that a previously placed taxus stent in the right coronary artery had become 85-90% re-stenosed and the lumen had closed up. The stent was treated with balloon angioplasty. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.. (B)(4).